Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.an RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
On 26th dec 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. A visual inspection of the returned sensor showed no anomalies. A review of the glucose data revealed variable sensor glucose with occasional sg/bg mismatch. A review of the in-vivo raw sensor data did not reveal any anomalies. The root cause of the observed performance issue could not be determined, but it may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. A replacement sensor was provided to the user as part of the resolution.